Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to remaining implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: rd118850, m2a 38mmx50mm cup, 752650; 650-1066, cer opt type 1 tpr sleve 0mm, 485440; 650-1055, cer bioloxd option hd 28mm, 408570; ep-200144, act artic e1 hip brg 28x38mm, 575880. Report source, consumer - attorney.

Event description:
It was reported that the patient underwent hip revision surgery due to femoral osteolysis, pain, and elevated metal ions approximately 14 years post implantation. Surgeon noted there was no evidence of metallosis, trunnion wear, loosening of the components, or obvious fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of op notes which indicated patient experienced some osteolysis on the medial calcar. There was no evidence of metallosis, trunnion wear, loosening of the components, or obvious fracture. Bone scan reveals mild uptake at the proximal shaft of the femur at the level of the medial cortex, can represent stress fracture or stress shielding. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent hip revision surgery due to femoral osteolysis, pain, and elevated metal ions approximately twenty (20) months post-revision procedure. Surgeon noted there was no evidence of metallosis, trunnion wear, loosening of the components, or obvious fracture. Elevated metal ion levels also were not mentioned. Attempts have been made and no further information has been provided.